Event description:
It was reported that the patient underwent a mitral valve repair procedure in 2007. The femoral vein was cannulated with the device at 1050. The patient was placed on bypass at 1114 and was cooled to 32 celcius. The right atrium experienced poor drainage, it appeared full, but the wall was not tense. The drainage was satisfactory from a perfusion perspective. The cvp read 0 mmhg. The cannula was inserted further with no change in drainage. Perfusionist was satisfied with the venous drainage and the quality of bypass, vacuum recorded at -60 mmhg. The case continued. The first incision was made in the right atrium above the septum. It was repaired with 4-0 prolene and the incision in the left atrium was untidy with 'dog ears' at both ends. The mitral valve repair was performed, and balloon was deflated at 1638. The heart's electrical activity returned, but the right ventricle was akinetic and the left ventricle was empty. Pacing wires were placed with difficulty. The patient also had bleeding from the right upper pulmonary vein. A sternotomy was performed at 1717. Bypass was turned off at 1757 and the patient had poor mean arterial pressures. Bypass was restarted at 1800 and an iabp was inserted at 1810. Bypass removed again at 1816 and restarted at 1820. The right ventricle was not functioning. Later that evening, the patient was placed on venous arterial ECMO. Then on the following day, was taken back to the or for bleeding and a direct cannulation was performed at 1000. The right atrium was still distended. The patient was placed on the transplant list, but has died.

Manufacturer narrative:
Medical review states that there is no indication from the surgical team, preceptors, or personnel who were present that suggests that any of the products in use during the procedure malfunctioned. The inability to achieve full right heart decompression is a well-understood potential difficulty with single venous cannulation from a peripheral access site. Cardiac surgeons and their perfusion and anesthesia teams are trained to understand the implications of incomplete decompression and they also are aware of a number of strategies to rectify the situation. This team elected to proceed with a minimally invasive surgical approach and were apparently satisfied that although the ra was visibly incompletely decompressed, the ability to achieve full cpb flow indicated that no other attempts to fully drain the right heart were necessary. The severe right ventricular failure noted when cpb weaning was attempted would suggest that the myocardial protection was not adequate to prevent ischemic myocardial injury during this very prolonged period of aortic occlusion.